Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that half-height drawers 3.1 and 3.2 failed at the station due to a failure in controller 151622-01, which also damaged 151630-01. A field service engineer replaced the boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system went to black screen and failed to power on. The customer reported that users were unable to remove the medications from the station, as the nurse had no access to the station because of the crowbar and the entire station was down, which led to a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.